Event description:
It was reported a spectrum pump alarmed for upstream occlusions when no occlusions were present. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation confirmed and reproduced the reported symptom. The readings of the upstream sensor were found out of specification. The failed upstream sensor was replaced.